Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device displayed an e-4 occlusion error messages approximately every 2 to 3 hours for the last 3 days. The patient was taken to the hospital by his partner because he couldn't breathe right and a heart attack was assumed. The blood glucose result was 615 mg/dl at the hospital. The patient was treated with infusions to lower his blood glucose level. The patient was currently still in the hospital. Return of the suspect device was requested for evaluation.